Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, right heart failure, cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also warns that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms were likely caused by low volume and cardiac rhythm changes. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023 and captured two low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The customer communicated that no further information would be provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was heparin induced thrombocytopenia.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms were likely caused by low volume and cardiac rhythm changes. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from 24apr2023 and captured two low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, right heart failure, cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has had some issues with strokes and thrombi since implant on (B)(6)2023. The same day as the implant, the patient experienced stroke with thrombectomy. On (B)(6)2023, the patient had stroke with hemorrhagic conversion. Hemicraniectomy and ventriculostomy were performed. On (B)(6)2023, the patient had episodes of ventricular tachycardia and the cath lab noted thrombus on the aortic valve and into main coronary artery. Extensive thrombus was also found in the left main artery and lad, thrombectomy and gentle balloon angioplasty performed with improvement in flow down the lad. The event log file captured low flow alarm events on (B)(6)2023. The low flows were reportedly due to low volume and cardiac rhythm changes and resolved with fluids and treatment for arrhythmia. It was also reported that the patient had a right ventricular assist device (rvad) placed for right ventricular (rv) dysfunction that was noted prior to implant. It was later communicated that during implant, the patient was found to have a clot in the left atrial appendage which was clipped. Anticoagulation was reversed prior to ending the surgery with protamine. The patient was slow to wake up and displayed right sided weakness as time progressed. Computed tomography (CT) showed effacement of the left frontal and temporal cortices, basal ganglia, and insular cortex. Cta showed carotid t occlusion on the left side. It was later reported that the patient expired on (B)(6)2023. The patient had experienced decline that called for escalation in pharmacological support in the days leading up to date of death. Code blue was called for the patient. Bradycardia to 40's, hypotensive with map 40-50's despite full left ventricular assist device (lvad) support and rvad support and maximum doses of epinephrine drip, vasopressin drip, levophed drip. The death was not considered to be device or therapy related and the device operated as expected. No autopsy was performed. The patient reportedly had a history of atrial fibrillation and previous cardiac arrest prior to lvad implant.